Event description:
The cyberonics vagus nerve stimulator implant has malfunctioned on three occasions after the patient has been scanned. Cyberonics has not done testing with current mr, magnetic resonance. Technology to verify that mr scans are safe with this implant. They have done some testing years ago with one specific 1.5t scanner. Recently the FDA approved this implant for use to fight depression. As a result an increased population may need mr scans with these implants and it is not known if this is safe.